Event description:
It was reported that the right ventricular (rv) lead delivered inappropriate therapy and triggered an alert for high impedance and non-sustained tachycardia episodes. A lead fracture was confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and a right ventricular lead integrity alert triggered. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and indicated the unexpected delivery of a ventricular tachyarrythmia therapy. On (B)(6) 2014, rv bipolar lead impedance spiked from 494 ohms to 4047 ohms. Beginning (B)(6) 2014, sensing integrity counts up to 17550; high-rate non-sustained episodes with evidence of lead noise oversensing and inappropriate shock. Rv lead integrity warning occurred on (B)(6) 2014 for pacing impedance greater than 3000 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID: 5072 lead, implanted: 2005-(B)(6). (B)(4).